Event description:
It was reported that during an anterior/posterior nasal bleed the patient was packed bi-laterally with rapid rhino following tumour de-bulking procedure. They dont know when and if the balloon was inflated. As the patient was waking, they observed that the patient had difficulty breathing. They removed the rapid rhino and observed that it appear to have come apart. The piece in the laryngopharynx was removed under laryngoscopy. They also removed more material from the nasal airway under endoscopy. Immediate de -gloving of rapid rhino pack with alginate and ending up in laryngeal inlet. Patient could not breath, laryngoscopy was performed to remove alginate from laryngeal inlet, and the nose was packed with bipp (bismuth iodine paraffine paste).

Manufacturer narrative:
Per information received by the reporter this report is a duplicate from report 3006524618-2019-00189.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an unknown procedure the patient was packed bi-laterally with rapid rhino following tumour de-bulking procedure. They don¿t know when and if the balloon was inflated. As the patient was waking, they observed that the patient had difficulty breathing. They removed the rapid rhino and observed that it appear to have come apart. The piece in the laryngopharnxy was removed under laryngoscopy. They also removed more material from the nasal airway under endoscopy. Immediate de -gloving of rapid rhino pack with alginate and ending up in laryngeal inlet. Patient could not breath, laryngoscopy was performed to remove alginate from laryngeal inlet, and the nose was packed with bipp (bismuth iodine paraffine paste).